Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the anomaly in the downstream occlusion sensor was the root cause. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump alarms when it is placed in the pouch while administering medication, but the alarm stops when the tube is removed from the pouch without bending. There was patient involvement, and no patient harm was reported.